Event description:
It was reported by service report that the cot would not lock into the power load once loaded. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - power load.